Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (cts) and there was a blockage in the cartridge. Reportedly, the customer was wearing the pump supplies for 4-5 days. Tandem clinical support informed customer that wearing the pump supplies for 4-5 days, is off label per the tandem user guide. Customer changed the cartridge and resumed insulin therapy. Customer¿s blood glucose level was 400 mg/dl.